Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the tubing, cleared the alarm, and no further occlusion alarms occurred. The customer could not remember if their blood glucose level was impacted. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.